Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. Blood glucose level at the time of incident was 400 mg/dl to 500 mg/dl. Customers blood glucose level at the time of call was 150 mg/dl. The customer did not experienced any symptoms of high blood glucose event. The customer was treated high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. Troubleshooting was performed. The device will be returned for analysis. No further patient complications were reported.